Manufacturer narrative:
Date of event : unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Phone: (B)(6). Device evaluation: product testing could not be performed since the product was not returned for evaluation. According to the event description the product is not available. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic was broken. No patient intervention was reported. Product not returning. No further information available.